Event description:
It was reported that the pacing imedance on the lead is low. The lead remains in use and will continue to be monitored. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Concomitant medical products: addrl1 ipg, implanted: (B)(6) 2009. (B)(4).

Event description:
Additional information was received which noted that the right ventricular (rv) lead is now confirmed to have fractured and also exhibited high impedance and no capture. The rv lead was explanted and replaced, and during explant it was noted that the insulation of the lead appeared to have worn down.

Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed, and the distal conductor of the lead developed a fracture due to flexing while in vivo. It was also noted that the outer insulation of the lead developed a breach due to a depression while in vivo and the outer insulation of the lead developed a cosmetic depression while in vivo.

Manufacturer narrative:
Corrected information no eval explain code. If information is provided in the future, a supplemental report will be issued.